Manufacturer narrative:
Code #400- damaged firing mechanism. Results of evaluation: conclusion; based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep when firing instrument on lung tissue during a vats procedure the black lever broke. This was the third firing of the instrument. Switched to a new instrument to complete the procedure. There was no consequence to the pt.